Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving an unknown dose of an unknown concentration of morphine via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a dye study was performed and a leak existed proximal to the anchor. The pump segment was cut and spliced with a new catheter segment. Patient reported withdrawal events. The catheter was revised and was said to be resolved. Patient was said to be alive with no injury. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.